Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer reset pump but issue persisted, so technical support arranged replacement pump under warranty.